Manufacturer narrative:
Analysis of the recharger ((B)(4)) found no anomalies.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the ins recharger (insr) was not charging the ins. The patient stated they wore the insr all day long and never made it to the point of a complete charge. The patient stated the battery usually lasts 4-5 days. The patient stated they charged after coming home from an unrelated hospital stay and it looked like it was charging but then an error came up with a doctor and a telephone but they could not recall an error code. The patient started a charge with the insr on the call and it seemed to be working. The patient was asked to write down the error code the next time they saw it. Additional information was received from the patient on 2017-apr-17. It was reported the patient thought the implant had stopped working. The patient stated when they tried to charge the ins, the insr flashed like it was charging but the battery never increased on the ins battery icon. It was reported the ins battery showed empty and the insr battery was full. The patient stated they fully charged about two weeks ago before going to the hospital. It was reviewed there may have been emi at the hospital the interfered with the device but that it was unlikely. The patient stated they saw the call doctor screen again but did not see a code. The patient got 8 coupling bars on the call but they stated they had seen this before and the ins never charged. An insr issue was suspected. A replacement insr was sent. No further complications were reported/expected.

Event description:
Additional information was received from the patient. The patient reported their weight at the time of the event and that the replacement ins recharger resolved the issue. No further complications are anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.